Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed left bundle branch block. No treatment was prescribed. Additionally it was reported that following the implant, descending aorta aortography showed a moderate to high grade stenosis at the point of the arteriotomy site closure on the right common artery. A peripheral balloon angioplasty was performed with good expansion. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: no definitive conclusions could be drawn regarding the clinical observation, however, in patient's of this age, with cal cification in the aortic valve, it is possible there was a pre-existing stenosis in the vasculature, aggravated by the procedure. No adverse patient effects were reported following the balloon angioplasty. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: from the available information, a conclusive cause for the stenosis at the point of the arteriotomy site closure on the right common artery could not be determined. It is unclear whether it was related to a patient condition and/or closure technique, as no deficiencies were alleged against the device. The issue was resolved through use of a balloon angioplasty. No further adverse patient effects were reported.